Manufacturer narrative:
After further investigation, merge healthcare development determined this was a defect in the code and resolved this issue in v 7.2. To prevent this issue, the user understands they need to drag the series in from the thumbnail instead of series toolbar. Merge healthcare support also created a hanging protocol to assist with workflow changes. The customer has not reported any additional issues since changing workflow. No further corrective actions will be taken at this time.

Manufacturer narrative:
Merge healthcare is continuing to investigate the customer's allegation and will determine if any further actions are required.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6)2017, a customer reported an issue with annotations not saving when the study is dictated and closed. The physician became aware of the issue when he was comparing a prior image without annotations to a current, unread image. At this time, the measurements were still available in the report and did not cause an impact to the care of the patient. On 06/12/2017, the customer reported this issue was now impacting patient care because the annotations were not available to make accurate comparisons on the current study. The customer communicated additional details regarding the annotation issue, in that an outside physician had called them asking where the annotations were located. The physician requested the information from the customer because they needed to review a patient's study prior to surgery. This annotation issue is only impacting a certain type of study for the user. Both the measurements in the report and underlying prior images are available to the user. However, the issue could potentially cause a delay and/or incorrect treatment due to the time to review the images a second time. (B)(4).